Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who received unknown baclofen (unknown concentration and dose) in an implantable pump for an unknown indication for use. The patient recently had their pump replaced a "few weeks" prior and had since developed a post operation infection ((B)(6) 2017 used as approximate date of incidence). The infection was considered to be device related. The hcp indicated the surgeon was recommending removal of the pump system as a result and wanted to know how to avoid baclofen withdrawal. Further information was not able to be provided as the patient was in pre-operation and ready to go into surgery for pump removal on (B)(6) 2017. Technical services provided journal article titles that were approved for distribution. No further complications were reported/anticipated.

Event description:
Additional information received from a manufacturer representative indicated the pump was implanted on (B)(6) 2017 and system was explanted on (B)(6) 2017. The explanted system will not be returned (procedure was conducted as an emergency case during the night). No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.